Event description:
Additional information received reported the patient started not feeling well on (B)(6) 2012. The first motor stall shown on the logs occurred the same day at 11:11 with recovery at 11:36, followed by another stall at 13:22 with recovery at 13:55, and a third stall at 14:05 with recovery at 15:46. Then ¿it just went on and on like that¿ for another day.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced withdrawal which began (B)(6) 2012. The patient experienced vomiting, nausea, diarrhea and shaking. An alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to motor stall. The pump stalled on (B)(6) and was stalled for three days. It could not be reprogrammed. The logs show multiple motor stalls and recoveries, reset occurred - low battery. Safe state occurred; stopped pump may exceed tube set. The pump was replaced. Patient recovered without sequela. The pump was delivering dilaudid.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2001 (B)(6), explanted: unk. (B)(4). The pump was returned with no catheter. Analysis of the pump and motor revealed feed thru anomaly.